Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to dislocation/subluxation/periprosthetic fracture. Srnjr number: (B)(6). Side: l. Gender: f.

Manufacturer narrative:
The alleged complaint could not be confirmed. Mpo was made aware of this revision from registry data. The patient underwent a revision operations approximately 1-week after the primary operation due to alleged dislocation/instability and periprosthetic fracture. The provided information did not indicate if the fracture occurred to the acetabulum or femur. The revised products have not been returned to mpo for investigation, and mpo has not received radiographs, operative notes, or other clinically relevant information to confirm the alleged complications. Review of the device history record (DHR) for the subject manufacturing lots indicates that these products met all established acceptance criteria. Furthermore, mpo has not received any other complaint reports for the subject manufacturing lots. With the short time of occurrence after the index operation, it is possible that patient or surgical factors could have impacted the outcome of this patient. These complications are captured within the mpo hip systems package insert. Regarding dislocation, the package insert includes the following as a possible adverse effect of total hip arthroplasty: "dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity." Regarding periprosthetic fracture, it includes the following statement: "femoral or acetabular perforation or fracture; femoral fracture while seating the device; femoral fracture by trauma or excessive loading, particularly in the presence of poor bone stock." This package insert also notes, "the patient must be advised of the limitations of the reconstruction and the need for protection of the prosthesis from full weight bearing until adequate fixation and healing have occurred. The patient should be cautioned to limit activities and protect the replaced joint from unreasonable stresses and possible loosening, fracture and/or wear, and follow the instructions of the physician with respect to follow-up care and treatment. " without additional information, mpo is unable to provide conclusions regarding this occurrence. There were no trends identified for these product families at the time of this complaint. Mpo will continue to monitor for these complications through complaint tracking.